Event description:
Caller stated that on (B)(6) 2021 she was implanted with a prolene mesh for hernia repair and ever since she has been suffering with pain. On (B)(6) 2021 she returned to the doctor for a check up and she explained that she has been in pain since implantation and was advised by the doctor to eat a lot of vegetables and hydrate her self. On (B)(6) 2021 caller returned to the doctor to inquire what was implanted in her for the repair of the hernia because her pain will not subside. She was told it was a mesh and it is more risky to remove the mesh. She is now taking steroid for the pain.